Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams miniarc precise to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone three (3) corrective surgeries and will likely undergo future surgeries." The plaintiff's attorney also alleged that the plaintiff suffered nerve damage, debilitating neuromas, and "severe emotional distress."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.